Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with dizziness. It was noted that the right ventricular lead exhibited noise that was oversensed by the device. The noise led to pacing inhibition. It was also noted that the patient was dependent. No intervention was performed. The patient presented remotely via merlin. Net on (B)(6) 2020. Review of the transmission revealed multiple automatic mode switch events. The patient experienced pacing inhibition and dizziness again. Programming changes were made. The patient's condition was unknown.